Event description:
Laparoscopic procedure: "piece of rubber, probably from sal fell out of the trocar in the pt. Piece of rubber was removed and will be returned together with the trocar." Pt status: recovering from operation.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.